Manufacturer narrative:
Testing of actual/suspected device/10: a getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp), but was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service. A supplemental report will be submitted upon receipt of additional information. The full name of the event site was shortened due to field character limit; the full name is: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was emitting noise. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) was emitting noise. There was no patient involvement.

Manufacturer narrative:
E1 postal code: (B)(6).